Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: enlw1613c124e, sn (B)(4), expiration date: 2013-10-25, enlw1613c82e, sn (B)(4), expiration date: 2013-11-09, enlw1616c93e, sn (B)(4), expiration date: 2013-10-31.

Event description:
An endurant stent graft system was implanted in a patient endovascular treatment of a fusiform 7 cm in diameter abdominal aortic aneurysm. It was reported that the patient had some wound complications after implant. The patient had some serosanguineous drainage which persisted for about a week after discharge from the hospital. The patient also developed a wound infection approximately one week after the implant procedure. It was further reported to be a candidal infection of the right groin that was treated with antibiotics and peroxide. Both events reportedly resolved. The investigator assessed this event to be procedure related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.